Event description:
It was reported that during a laparoscopic cholecystectomy a number of the clips were incorrectly deployed around the selected vessel. Some of the clips did not close at the top and some of the legs of the staples crossed over. There was no patient consequence.